Manufacturer narrative:
Product analysis summary: device returned with stylette and a non-medtronic sheath loaded in the device, no resistance noted when re moving the stylette from the device. The stent was positioned on the balloon between the marker bands as per specifications. Deformation was evident to the 7th distal stent wraps with struts raised. Slight deformation was evident to the distal tip. The inner lumen patency was verified with a 0.015 inch mandrel. Slight bends are evident on the shaft of the device which are consistent with coiling of the device for return. No other damage evident to the remainder of the device. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During a procedure, an attempt was made to use a resolute integrity rx coronary drug eluting stent to treat a moderately tortuous and calcified lesion exhibiting 80% stenosis located in the proximal left anterior descending (lad) artery. The device was inspected with no issues noted. Negative prep was performed without issue. The lesion was pre-dilated. The device did not pass through a previously deployed stent. Excessive force was not used during delivery. It was reported that stent deformation occurred in vivo during positioning/advancement. It is stated that the event was due to use of the device in difficult lesion morphology/anatomy, i.e. The event was procedural related and not device related. The patient is reported to be alive with no injury.